Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had "generalized hives" that migrated to different body locations almost daily. The end user had been using the same convatec urostomy barrier for over 12 years and the same lot for 5 months. The hives tended to appear first on his torso, inguinal, and axilla areas when he woke up during the night and it lasted 1-2 hours after he got up and moved around. This raised the remote possibility that urine (with soluble wafer components) might pool around his exposed ileum and be absorbed. He denied any redness, irritation, hives, etc. Under the barrier itself. However, he theorized that the stoma mucosa was absorbing something causing a systemic reaction that manifested in hives, which migrated to different areas of the body, including arms, legs, torso but not under the ostomy appliance. He advised that this had been occurring for over 2 months. The end user continued to use the product. He had seen a physician (allergist) who recommended an elimination diet to see what might be causing the problem. Reportedly, the end user did not have any confirmed allergies. He did not take any prescription medications. He stated that he was taking over the counter supplements that he was working with his physician on ruling those out but declined to provide. He did not have any diagnosis, no treatment was provided and no patch testing had been performed. Reportedly, the end user used convatec product only, none other than convatec product, and also used urinary drainage bag overnight to minimize retrograde urine flow. No photo is available at this time.